Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation and the provided information, it is likely due device reprocessing problem. The root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that subject device, glue was lifting catching cotton. There were no reports of patient involvement.